Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during removal of safestep from the port body, the base did not move down and the safety mechanism didn¿t work. Therefore, the tip of the needle was removed without being stored in base. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to activate safety mechanism was confirmed and was found to be caused by a bend in the needle. One 22 ga x 0.75 in safestep infusion was returned for investigation. A bend in the needle shaft at the location that extends from the base was observed. Evidence of use was present on the extension tubing and safety base. Microscopic observation revealed no apparent damage to the needle bevel. The safety mechanism was advanced and resistance was observed at the location of the needle bend. Additional force allowed for the successful activation of the safety. The cause of the bent needle could not be determined from the sample provided. Possible contributing factors include damage during storage, handling, and during insertion/removal of the needle. Since a bend in the needle was found to be the source of the difficult safety activation, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during removal of safestep from the port body, the base did not move down and the safety mechanism didn¿t work. Therefore, the tip of the needle was removed without being stored in base. There was no reported patient injury.